Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. 4968-60 lead, implanted: (B)(6) 2020. 5076-58 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the two left ventricular (lv) epicardial leads were partially removed. A implantable pulse generator (ipg) system was implanted as a replacement. No further patient complications have been reported as a result of this event.